Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced air bubbles in two reservoirs. The customer stores in the refrigerator and removes to fill the reservoirs. The caller also reported that insulin from the reservoirs was leaking past the o-rings. The customer was experiencing high blood glucose of 11.1mmol/l. No further information was provided.